Event description:
The customer contacted the siemens regional support center (rsc) after obtaining discordant results on patient samples tested on a dimension vista 1500 instrument. During a review of the instrument files, it was discovered that the patient samples had been dispensed into aliquot wells already containing quality control (qc) material. Patient sample (B)(6) was dispensed into an aliquot well containing qc for urinary/cerebrospinal fluid protein (ucfp). The affected methods for the patient sample were enzymatic creatinine (ecrea), ferritin (ferr), vitamin b12 (vb12), folate (fol), glucose (glu), and alanine aminotransferase (alti). Patient sample (B)(6) was dispensed onto urine qc for urea nitrogen (bun), creatinine (crea), and uric acid (urca). The affected methods for the patient sample were total bilirubin (tbil), aspartate aminotransferase (ast), alkaline phosphatase (alpi), gamma-glutamyl transferase (ggt), albumin (alb), and ecrea. Patient sample (B)(6) was dispensed onto urine qc for phosphorous (phos). The affected methods for the patient sample were sodium (na), potassium (k), ecrea, and bun. Patient sample (B)(6) was dispensed onto urine qc for microalbumin (malb). The affected methods for the patient sample were alti, bun, phos, tbil, ast, alpi, and ecrea. All samples except (B)(6) were also tested for interference due to hemolysis, icterus, and lipemia (hil). One patient sample (B)(4) was repeated on the same instrument for the affected test methods and repeated on an alternate dimension vista instrument for hil. The other patient samples were repeated on alternate dimension vista instruments. It is unknown if the discordant or corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to patient samples being dispensed into aliquot wells already containing qc material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples and quality controls being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.